Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 500 mg/dl. The current blood glucose was 303 mg/dl. Right now she has blood glucose of 300 mg/dl and has corrected 5 times. Woke up with 457 mg/dl blood glucose and then decreased to 427 mg/dl and gave a shot and then it has been high. Customer reported the following symptoms related to their high blood glucose was very much so, except for breathing. Customer treated high blood glucose with pens. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer feels we do not need to continue troubleshooting on pump. The insulin pump will not be returned for analysis.